Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation burn marks to the reader were observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation burn marks to the reader were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed bottom part of reader casing including the strip port and part of the button were burnt and melted. An extended investigation was performed. A review of the case history was performed. Burn marks on the reader casing were observed. The cable and adapter were not returned. The returned reader was further investigated and de-cased. A visual inspection of the reader was performed using digital microscope and burn marks were observed on the external casing near the strip port and button. Observed residue from the external burns on the pcba (printed circuit board assembly) near the strip port, however, no components had any indications of burning. Data review was not required. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench for functional testing. The observations of the burn marks on the reader were confirmed during visual inspection. The returned battery was measured to be within the range specification. The returned reader was able to be turned on when connected to a known good battery. The returned battery was connected to a known good reader and was able to be charged successfully. The reader was powered off to conduct an off current test by using a keithley source meter to measure the current. The off current was measured to be within specification range. Therefore, there was no indication that the reader was drawing excess current that could have resulted in external damage. A thermal camera was used to observe any hotspots on the reader. No hot spots were observed on the reader when connected to usb (universal serial bus) and powered on. The observed burns on the reader were external, and no internal components showed signs of burning, and the reader was functioning properly as per the off-current test and observations of the charging battery. Hence, this issue is not confirmed to use due to damage, external factors. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.